Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. On-site visual and functional testing was completed on the system. It was reported that the system performed as intended. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intra-operatively during a functional endoscopic sinus surgery (fess). It was reported that they were able to complete trace registration but only received an error metric 2.3-2.6mm. This was not sufficient for the surgeon and they continued without the use of navigation. The issue extended the surgical time by 15 minutes. There was no impact to the patient.